Manufacturer narrative:
(B)(4).

Event description:
It was reported that a missing sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2019 and removed the same day due to the cgm not providing blood glucose values. Missing sensor wire was noticed upon removal of sensor. Patient was driven to the hospital by his parents on (B)(6) 2019 out of concern for the missing sensor wire. A medical ultrasound was completed but no sensor wire was found in the body. Patient went home the same day. At the time of contact, the patient was in stable condition. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.